Event description:
Litigation papers allege: on or about (B)(6), 2010, pt was implanted with a depuy asr hip. Pt has suffered significant harm, including, but not limited to, physical injury, pain, bodily impairment, high levels of toxic metal in her blood stream, and conscious pain and suffering. Pt believes that she will be required to undergo a surgical revision.

Manufacturer narrative:
Additional info: catalog and lot#. Depuy considers the investigation closed at this time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product code are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.